Event description:
Per the audiologist's report, this pt first experienced a popping sensation and pain over the implant site during an electrical storm three years ago. The popping sensation reportedly listed for a year. In 2006 the pt reported that she began to experience the popping sensation and pain following an electrical storm. These symptoms have persisted, with and without use of the speech processor, since that time. An integrity test done three months later showed normal receiver/stimulator function and anomalies on several electrodes. The anomalous electrodes were removed form the pt's speech proccessor program. The reprogramming did not eliminate the popping or pain sensations. The pt has a history of fibremyalgia and either medical problems. Her surgeon is scheduled to perform explantation/reimplantation surgery three months later.